Event description:
In additional information received on 02mar2026, it was reported that no information regarding the events is available; however, all leaks occurred on the no. 2 blue port.

Manufacturer narrative:
Additional information: b5 correction: d9 - device available for evaluation, h3 - device evaluated by mfg? H3 - device evaluated by mfg? Device evaluation anticipated but has not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
D1 - brand name: cook spectrum minocycline/rifampin impregnated five lumen central venous catheter set e1 - phone: (B)(6). H3 - device evaluated by mfg? The complaint device will not be returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a cook spectrum minocycline/rifampin impregnated five lumen central venous catheter leaked from the blue port upon insertion into an unknown patient. The procedure was completed with a new like device. The customer noted that this failure had occurred a "few times" over the past two months. At this time, no harm to the patient(s) has been reported. Additional information regarding event details and patient outcome have been requested but are currently unavailable.